Event description:
Extreme pain with insertion. Then all my symptoms got worse the dribble on self, frequently getting up at night to pee, weak stream, painful urination for 8 weeks after procedure. Urologist seemed completely unconcerned. FDA safety report ID # (B)(4).